Manufacturer narrative:
Product analysis:at analysis it was determined that the external pulse generator (epg) would shut down during start up. It was unable to perform an incoming test and the device did not turn on. The main board was corroded, the display was corroded, the display frame was corroded, the keypad was corroded, and the lower case was corroded. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.